Event description:
It was reported that the patient underwent a diagnostic angiogram and pressure wire exam. The angio-seal deployment was unremarkable. The groin was still oozing, therefore, manual compression was applied for five mins. Later that night, the patient complained of leg cramps. The next day, the patient felt like she had pins and needle in right leg. The patient experienced a cold foot with no pulses. The patient underwent an embolectomy under local anesthetic. The angio-seal anchor and suture were removed from the popliteal artery. The patient has recovered.

Manufacturer narrative:
No device components were returned; however, one photograph showing two components similar in appearance to an angio-seal anchor and suture segment was visually inspected. The suture appearance was consistent with knot windings on its distal end, and cutting on its proximal end. No collagen was visible. Review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the us of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.